Event description:
This patient developed a 0.5cm opening in the incision line of the pacer pocket with the generator exposed. This system was explanted and the patient was given antibiotics. The system has been retained by the hospital. Should additional information becomes available, this event will be updated.